Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, a polarity switch, unipolar and bipolar lead impedance warnings. The lead was found to have micro dislodged, confirmed by chest xray. Also, it was reported that the right atrial (ra) lead exhibited unipolar lead impedance warning and a polarity switch. The rv lead was repositioned and remains in use. The ra lead remains in use. No patient complications have been reported as a result of this event.